Event description:
Received info regarding a cartridge alarm 19 during bolus delivery. Customer's blood glucose level was impacted. Customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow supplemental report will be submitted.